Manufacturer narrative:
The axiem power/data cable was returned to the manufacturer for analysis. Analysis found the cable jacket has been separated exposing the shield wire which was also damaged. It was noted no conductors had been exposed. A continuity test revealed an open at pin 2 of the usb cable. Analysis found that the reported event was related to a physical damage issue. The internal breakout box was returned to the manufacturer for analysis. The internal breakout box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported the box had been hit and the cable is worn. This issue was noted outside of a procedure, and there was no patient involvement.